Manufacturer narrative:
The fiber was not returned for analysis; however, media was provided by the customer. Analysis of the media confirmed the reported clinical observation. The media shows a piece of detached fiber. According to the device instructions for use (IFU): connect the tubing from the sterile saline for irrigation solution to the fiber luer lock connector. Position the saline solution at least 106 cm higher than the level of the endoscope/cystoscope. Increased irrigation flow by means of a saline pressure bag (set to 250 mmhg 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. Ensure the distance from the fiber to the tissue is approximately 2 mm (1 to 3 mm). Accumulation of debris may result in over heating of the fiber cap leading to premature fiber degradation or fiber failure. Based on the information available, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
It was reported that, during a photoselective vaporization of the prostate procedure, a piece of detached fiber was seen on the monitor. The physician removed the detached piece of fiber with an instrument and continued the procedure. The procedure was completed using another fiber without patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned device confirmed the reported clinical observation as analysis identified the glass cap was detached. Media was also provided by the customer. The media shows a piece of detached fiber. The metal cap exhibited charred debris adhesion, indicative of tissue contact. The observed condition of the fiber is consistent with fibers that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. Continuously elevated temperature can lead to fiber damages, including fiber tip detachments. According to the device instructions for use (IFU): connect the tubing from the sterile saline for irrigation solution to the fiber luer lock connector. Position the saline solution at least 106 cm higher than the level of the endoscope/cystoscope. Increased irrigation flow by means of a saline pressure bag (set to 250 mmhg 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. Ensure the distance from the fiber to the tissue is approximately 2 mm (1 to 3 mm). Accumulation of debris may result in over heating of the fiber cap leading to premature fiber degradation or fiber failure. Based on investigation findings, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
It was reported that, during a photoselective vaporization of the prostate procedure, a piece of detached fiber was seen on the monitor. The physician removed the detached piece of fiber with an instrument and continued the procedure. The procedure was completed using another fiber without patient complications.

Event description:
It was reported that, during a photoselective vaporization of the prostate procedure, a piece of detached fiber was seen on the monitor. The physician removed the detached piece of fiber with an instrument and continued the procedure. The procedure was completed using another fiber without patient complications.